Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to get the pump turned on for the first time. The pump was connected to a working power source for an extended period of time however the pump remained off. There was no patient involvement as the customer was not using the pump at the time of the reported event. It was indicated that the customer had manual injections as alternate insulin therapy.